Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. If implanted, give date: unknown, information not provided, but the best estimate date is during 2019. If explanted, give date: not applicable, remains implanted in the eye. Last name: unknown, not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a toric monfocal intraocular lens implanted on (B)(6) 2019. At an eight-day post op exam, the visual acuity was 20/20. In (B)(6) 2019, the patient¿s complaints were of not seeing well and the refraction was 20/50 and axis rotated 190 degree (from 168 degree aligned in surgery). The surgery center is considering a secondary procedure to rotate lens to resolve the patient¿s symptoms.